Event description:
During an unspecified procedure, the suture wing separated during the procedure, causing the super sheath to come back out of the groin. The sheath was put back in place, the lesion being treated is unknown. The procedure ws successfully completed with this device. No patient injuries or complications were reported. Patient status us reported as "ok".